Event description:
The hospital reported battery shut down during transport resulting in loss of mechanical ventilation. The patient was switched to manual ventilation and case completed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. Customer contact reports no patient information is available. Unique identifier: (B)(4). Legal manufacturer: (B)(4).